Event description:
In the notes section of the cle report: "extracted/fractured 7122q (B)(6) 2021." (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).